Manufacturer narrative:
Initial reporter postal code: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnected was reported between the heater bag and the supply line of the homechoice cassette which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unknown dwell of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that the heater bag became disconnected from the supply line of the homechoice cassette that led to this alarm. The patient would finish with a manual bag. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.